Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was replaced. The reason for the replacement, was because the patient had shoulder surgery and hip surgery from fall. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg had become inoperable following an unrelated surgery. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.